Event description:
Alleged - reported that the scale was inaccurate and the weight was jumping around on the display. Problem with the footboard.

Manufacturer narrative:
Resolution - replaced footboard.